Event description:
Pt at home and had a episode of ventricular fib and the device (ic) attempted to treat. Device failed to convert rhythm and subsequently identified the remainders of episodes as noise and withheld treatment. Pt expired. MFR notified. Rv lead was a class 1 FDA recall in (B)(6) 2011. Lv lead was a class 2 FDA recall in (B)(6) 2012.